Manufacturer narrative:
Additional information indicated the reason for revision was pain and an increased blood metal ion concentration. Upon evaluation of the returned implants, there did not appear to be evidence of third body wear on the articulating surfaces, but there was evidence of wear stripes and some burnishing that may indicate some excessive wear due to subluxation and rim contact. This wear may have contributed to the increased co and cr concentration in the blood. White/black precipitate at the taper interface may indicate a fretting/galling process at the interface. This would not have contributed to raised co and cr levels in the blood as both components are made of (B)(4). The surgeon suggested the patient may have a metabolic disorder preventing the excretion of co and cr debris causing an accumulation. It is possible a high localized concentration of these led to irritation of the surrounding tissues and caused the pain experienced by the patient. A conclusive cause of the pain and increased blood metal ion concentration is unclear and could be multifactorial, but could be due to subluxation leading to increased wear of the bearing component. (B)(4).

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Item has been requested to be returned. Upon receipt and product evaluation, a follow-up report will be sent to the FDA.this is 1 of 3 mdrs relating to the same reported event. Please also see mdrs 3002806535-2011-00182 and3002806535-2011-00183.this report filed (B)(4), 2011.

Manufacturer narrative:
The previous follow-up listed the date the product was returned as "(B)(4), 2012" and should have been "(B)(4), 2011". The previous follow-up did not indicate what type of follow-up was being reported, but should have had "device evaluation" checked. (B)(4).

Event description:
It was reported that patient underwent primary hip procedure on (B)(6), 2007. Patient underwent revision surgery on (B)(6), 2011 due to pain. No further complications have been reported.